Event description:
Customer states that he is unable to get the regulator/shutoff valve to adjust from 53psi during hi pressure leak test. States when it is turned, the pressure will not adjust. Customer believes the regulator to be damaged. Request part ID. No patient/user harm reported.